Manufacturer narrative:
Reported event of noise was not confirmed. Reported event of failure to interrogate was not confirmed. Visual inspection found no anomaly on the helix, the helix length was within specification. Further analysis performed found no anomaly contributing to noise problem with the device being able to be interrogated successfully throughout analysis. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, noise was observed that prevented the leadless pacemaker (lp) to be interrogated or programmed. 2 programmers, 2 link modules, 2 separate ECG cables, multiple different ECG electrode stickers, multiple locations of ECG stickers to improve vector and none were successful. No fixation was performed to the rv septal wall and the physician decided to remove all together and abandon the implant. The patient was in stable condition.